Event description:
The silicone suture guide was retained in the patient after the liver transplant. The consensus is that the device possibly slid under the patient's skin during the procedure. Manufacturer response for silicone suture guide, medtronic biomedicus life support (per site reporter). The device is radiopaque.